Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their reservoir had air bubbles. The customer¿s blood glucose was unknown. The customer threw the reservoir away. They said that the size of the air bubbles were bigger than soda bubbles. The reservoir will not be returned for analysis.